Manufacturer narrative:
A review of the related device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two other complaints for the reported issue one probe sample was returned for evaluation. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. The cutter did not close completely in the port opening. Aspirating testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The cutting was choppy. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No resistance was present when removing the inner cutter from the needle. The inner cutter is slightly bent. Wear marks are present at the bend area, cutting edge, and also down the front of the inner cutter. Actuation was retested after the probe was disassembled and the testing was then deemed acceptable. The complaint evaluation does confirm the returned probe did not actuate or cut properly, but did not confirm an aspiration issue. The aspiration testing met the specification requirements. The most likely root cause of the poor cutting appears to be from the cutting edge becoming worn and damaged from its 20 minutes of surgical use. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced this typical timeframe. The wear marks on the cutter also indicates that there may have been surgical material within the probe that may have temporarily impeded the movement of the cutter shaft and may have reduced its aspiration flow. This resistance was removed when the probe was disassembled and a conforming actuation test result was then obtained. An investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation and aspiration of the probe were poor when it was used. The condition of cutting is unknown. The problem was resolved and the surgery was completed after replacing the product with another one. There was no patient harm. The product sample has been requested.